Manufacturer narrative:
Correction: b1 for missing adverse event selection.

Manufacturer narrative:
The reported events were lead dislodgment, oversensing, inappropriate shocks therapy, unacceptable threshold, and sensing issue. As received, a complete lead was returned in one piece for analysis. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing, inappropriate shock due to dislodgement confirmed via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Event description:
New information noted high capture thresholds and poor sensing the physician elected to explant and replace the rv lead. There were no patient consequences.